Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the neuro-tip leg had been drilled into and the laser marking is faded/scratched. The faded/scratched laser marking was determined to be due to normal wear. The drilled neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had an unknown malfunction. During in-house engineering evaluation, it was determined that the neuro-tip leg had been drilled into and the laser marking is faded/scratched. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.